Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture but no implants returned. The suture is frayed at one end. A functional evaluation finds it cycles as designed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include issues during setup of the device. The instructions for use warns: "prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device." No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure using a fast-fix 360 device; when passing the first stitch to the meniscus, it did not go down. It was tried again, but the same happened so the suture strand was removed from the joint and it came out without peek. It was verified and there was no evidence of peek in the joint. A back-up device was available to complete the procedure. There was a non-significant delay, and no further complications were reported. Preliminary results of investigation found the suture is frayed(broken) at one end.